Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the or staff contacted tech support during a procedure due to a non-recoverable error 307 related to arm1. Before contacting support, the customer attempted to restart the system, but it powered on with error 26020 and error 319 related to the ac1_f node. The technical support engineer guided the caller through a hard power cycle on the robot cart, but this did not resolve the issue. The customer decided to bring in another dv5 robot cart to continue the procedure as all four arms were needed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically after bringing in another robot. The procedure was delayed by 15/20 minutes.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have the rolling loop fiber rubbing against the ballscrew. The rolling loop was confirmed to be the source of the issue when tested on a test fixture. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the rolling loop fiber within the usm. This can be resolved by having the fse replace the usm.

Event description:
Refer to h11 for follow-up information.